Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown vanguard femoral component catalog #: ni lot #: ni, unknown biomet tibial component catalog #: ni lot #: ni g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the tibial bearing and resurfacing of the patella to address instability post-operatively. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. Visual evaluation of a picture provided identified an explanted articular surface component and locking pin covered in bio debris and confirmed to exhibit excessive wear. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.